Event description:
It was reported during in clinic follow up that the right atrial lead was exhibiting oversensing due to noise and increased capture thresholds. Fluoroscopy confirmed dislodgement. The lead was explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were for lead dislodgement, inadequate capture, and noise. As received, a complete lead was returned in one piece. X-ray examination found an over torqued inner coil at the connector region. Visual inspection found the retracted helix clogged with blood., but after cleaning, the helix could extend and retract and full extension length was within product specification. The reported events for inadequate capture and noise were not confirmed. Electrical testing did not find any indication of conductor fractures. Shorting was discovered between conductors due to over torqued inner coil at the connector region, consistent with procedure damage.